Event description:
The surgeon reported the right fossa had moved medially. The bone underneath the fossa had been resorbing due to micromotion. It was noted only two screws were used at implant which is less than the recommended minimum.